Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited oversensing on the right ventricular (rv) and left ventricular (lv) channels due to atrial sense cross talk. The oversensing on the rv channel resulted in pacing inhibition; therefore, the rv sensitivity was reprogrammed. X-ray subsequently identified that the rv lead had dislodged. A revision procedure was performed and the system was explanted and replaced. No additional adverse patient effects were reported.